Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that transtelephonic monitoring showed intermittent atrial oversensing and intermittent high lead impedance.